Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (delivers monophasic pulse) was confirmed. The problem was isolated to a defective t3 component. The root cause for the defective t3 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.